Event description:
Reporter had vitek jaw joint implants in the fall of 1986. The left implant failed after 4 months. The right implant remained in reporter's joint until 1988. This has caused the giant cell foreign body reaction as well as 3 more surgeries and radiation and another round of orthodontics, not to mention the ever present pain and asymmetry of reporter's face. Reporter's doctor says "I now need a total titanium joint."